Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3587a25, lot# n194647, implanted: (B)(6) 2009, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient woke up this morning and she was hot and her implantable neurostimulator (ins) felt hot. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.